Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient woke up around 2am and her cgm value was 96 mg/dl. No bg meter comparison value was taken at this time. The patient was wearing an omnipod insulin pump. The patient went to the kitchen to get something to eat when she felt dizzy, shaky, got tunnel vision, and had presyncope. She laid down on the floor and yelled for her husband. The patient¿s husband treated the patient with sugar water. The patient stated that she did not think her cgm value of 96 mg/dl was accurate in comparison to her physical symptoms. After 15-20 minutes, the patient felt better and she was able to stand up. The patient¿s bg meter reading was then tested and it was 120 mg/dl. No cgm comparison value was reported at this time. Later that morning, another bg meter reading was 220 mg/dl while the cgm was reading 154 mg/dl. The patient felt ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Later that morning, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.